Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. No further complaints have been reported at this time. The current heartmate 3 lvas IFU lists right heart failure and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a right ventricular assist device (rvad) centrimag (protek duo) inserted for right ventricular (rv) dysfunction. The patient required continuous veno-venous hemofiltration (cvvh) for renal dysfunction before they started making urine again. Ultimately, the patient experienced worsening creatinine and was transitioned to hemodialysis (hd). The patient remains on rvad support and is doing well from a medical standpoint. It was also reported that the device did not contribute to the patient¿s rv dysfunction. He has a protek duo. It was reported that device did not contribute to the event.